Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2014 with the following findings: during investigation, a review of the black box showed that pump reboots had occurred. During evaluation, a crack was observed in the battery compartment from the threads to the case seal. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump rebooted during evaluation. A new test battery cap was able to carefully tighten to the pump and was used to completed the 24 hour duration test; no power interruptions were duplicated using the test battery cap. Unrelated to the complaint, evaluation revealed that the display screen had a dim, discolored contrast. The pump cover was removed and no evidence of internal moisture was found and no damage to the power circuit was observed. Unrelated to the complaint, evaluation revealed that the display screen had a dim, discolored contrast.